Event description:
Clinical Narrative:An Impella CP device was inserted via the left femoral artery in a 79-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's comorbidities were not noted on the Abiomed J&J flowchart.During support, hemolysis was reported as evidence of blood-tinged urine. The patient was reported to be a Jehovah's Witness and declined administration of blood products or additional volume. The left ventricle was reported to small in size. Echocardiogram was performed and confirmed proper placement of the Impella.The patient's condition conditioned to worsen over the course of 3 days and continued to require vasopressors and inotropes for hemodynamic support. Subsequently the patient expired on support.While on support, the Impella CP device operated at performance level 8 with expected flows of 3.4 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.The patients death is most likely attributed to the underlying critical condition due cardiogenic shock as the presented in SCAI Stage E, with continued hemodynamic instability requiring vasopressor and inotropic support. Contributing factors include progressive multiorgan dysfunction and the inability to administer blood products or blood volume due to the patient's personal religious beliefs.

Manufacturer narrative:
A4 Weight is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.